Event description:
A pt reported experiencing inaccurate low results with a meter. The pt's blood glucose results were 104mg/dl (meter), 151mg/dl (lab). Tests were done within 10 minutes with a difference of 23%. Pt did not experience any adverse events. No further info has been reported. Note: in the reported issue notes it was documented that, "the blood sample for both the meter and lab were taken from the arm".